Event description:
Surgeon reported to consultant. Pt status post plate and screw implantation, right mandible reconstruction, approx six to eight years ago at another hosp returned to surgeon. An x-ray on the right mandible showed the plate was broken. Surgeon removed the hardware and replaced with another plate screw.

Manufacturer narrative:
Add'l info has been requested. Implanted approx 6 to 8 years ago. Unable to provide the MFR, PMA/510k number and/or the date MFR as no product was returned and no part/lot number was provided. The investigation cound not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history records review could not be completed.